Event description:
During a lap repair of hiatal hernia procedure, device was utilized for crural closure and fixation. Four loads in a row fired and then the knots released intraoperatively. A new device was pulled and the case completed. No patient consequences. No device returning.